Event description:
Hyperglycemia [hyperglycaemia], did not inject the insulin after pressing on the dose button [device failure], needle was left attached to the pen in between injections [product storage error]. Case description: study ID: (B)(6)-outbound patient calls. Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's height: 170 cm. Patient's weight: (B)(6). Patient's body mass index: 24.221. This serious solicited report from egypt was reported by a consumer as hyperglycemia(hyperglycemia)" with an unspecified onset date, "did not inject the insulin after pressing on the dose button(device failure)" with an unspecified onset date , "needle was left attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2018 for "type 1 diabetes mellitus", actrapid penfill (insulin human) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose and frequency 8 u -10u - 7u). Current condition: type 1 diabetes mellitus. Patient doesn't suffer from any other diseases. The patient hasn't recently switched from another product within last 3 months. Non codable concomitant medications included - unspecified non novonordisk needle. On an unknown date, three months ago from the time of reporting patient started with the symptoms of hyperglycemia with random blood glucose levels of 300 mg/dl and 600 mg/dl. It was reported that hyperglycemia was due to technical complaint of novopen 4, as it did not inject the insulin after pressing on the dose button although the dose counter returned back to zero. Patient received unknown treatment for the event. Pen training was done on the mechanical part by adjusting the dose counter on 60 u and pressing the dose button many times and the piston rod moved normally then after placing the new penfill and needle the pen refused to inject insulin (2 or 4 u) although the piston rod head touched the back of the penfill. The patient used non novonordisk needle. The needle was properly attached to the pen but was left attached to the pen in between injections for two days. It was also reported that force needed to inject felt different from normal with less resistance. When attaching the needle, felt no resistance than normal. The cartridge holder didn't detach from the pen body accidentally. After assembly customer checked the insulin flow but the insulin didn't flow. Batch numbers: novopen 4: gvgg264. Actrapid penfill: hr7j824. Action taken to actrapid penfill and novopen 4 was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "did not inject the insulin after pressing on the dose button(device failure) was not reported the outcome for the event "needle was left attached to the pen in between injections(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): probable. Did not inject the insulin after pressing on the dose button(device failure): probable needle was left attached to the pen in between injections(device stored with needle attached): unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible. Did not inject the insulin after pressing on the dose button(device failure): possible needle was left attached to the pen in between injections(device stored with needle attached): possible. Reporter's causality (actrapid penfill) - hyperglycemia(hyperglycemia): probable. Did not inject the insulin after pressing on the dose button(device failure): probable needle was left attached to the pen in between injections(device stored with needle attached): unknown. Company's causality (actrapid penfill) - hyperglycemia(hyperglycemia): possible. Did not inject the insulin after pressing on the dose button(device failure): possible needle was left attached to the pen in between injections(device stored with needle attached): possible. References included: reference type: e2b company number. Reference ID#: (B)(4). Reporter comment: non novonordisk needles were used. Novopen 4 isn't available for evaluation as the customer didn't direct yet.

Event description:
Case description: investigation results: name: novopen® 4, batch number: gvgg264. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: actrapid® penfill® 3 ml 100iu/ml. Batch number: hr7j824. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission the case has been updated with the following: novopen 4 expiration date added. Actrapid expiration date added. Investigational results received. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 25-feb-2020: the suspected device (novopen 4) has not been returned to novo nordisk a/s for investigation. The batch documentation has been reviewed and found to be normal. However, it was reported that the patient leaves the needle attached in between injections and uses non-novo nordisk needles. This could lead to device malfunction reported as the force needed to inject feel different from normal less resistance and insulin did not flow causing hyperglycaemia. The root cause evaluated as incorrect handling of the pen. Warnings against re-using the needle and leaving it attached to the pen in between injections are present in the IFU for the novopen 4 and actrapid penfill h3 continued: evaluation summary: name: novopen® 4, batch number: gvgg264. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.